Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the teeth heavily worn on all 4 casters. He replaced all 4 casters to repair the bed.